Manufacturer narrative:
During the onsite investigation, the territory mgr completed a gas bottle and halogen filter change and found the sys to be working within spec. A root cause has not been identified, as the sys was operating within spec. (B)(4).

Event description:
Surgeon reports laser stalled after 3% prk treatment completion on the left eye. The laser was reset and delivered the remaining 97% treatment to pt. No pt injury reported. Pt was stated to be doing very well, and satisfied. This pt was treated for monovision and the left eye corrected for near vision.